Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 the patient inserted her infusion set without the assistance of an insertion device. Her blood glucose level began to get higher and correction with the infusion device was not successful. On (B)(6) 2012, she changed the infusion set. The cannula was not bent. She felt sick, had extreme nausea, and was vomiting frequently. On (B)(6) 2012 the patient's general practitioner visited her. Her blood glucose level was 507 mg/dl. The patient was very thirsty and still vomiting often. The general practitioner had an ambulance take the patient to the hospital. Once at the hospital the infusion set was removed and it appeared that the cannula was slightly bent. The patient claims that the infusion set caused ketosis. The patient changed to an infusion set with a stainless steel cannula. The patient discarded the infusion sets; no product is available to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.